Manufacturer narrative:
No 2239es sample was available for investigation; however the customer reported that the affected sample was from lot ta240393. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with the male luer rotating collar separated from the rest of the set. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records as well as testing of retained samples from lot ta240393 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2239es product in the past 12 months.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: thirty-nine 2239es samples were received in a box for investigation; thirty-eight of the samples were received in sealed packaging within a box from lot ta240393. The remaining sample was received without packaging, and with some residual fluid present. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with the rotating collar of the male luer having separated from the rest of the set. Visual inspection of the sample received without packaging confirmed the customer's experience as the male luer rotating collar was separated from the luer. The collar was able to be pushed back onto the luer, however when connected to a female luer from stock, the male luer collar popped off again. Closer inspection of the luer did not identify any obvious sign of damage that could have contributed to the customer's experience. Six unused samples were examined and when connected to female luers from stock, the male luer rotating collar remained secured. Functional testing was performed by flushing with a bd 50ml plastipak syringe; no leakage was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; no damage of a similar nature has been observed during the manufacturing process. A review of the production records as well as testing of retained samples from lot ta240393 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the supplier of the male luer component has been notified of this feedback in order to further investigate any potential root cause for the collar separation. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2239es product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd 3-way extension set w/ bcv 12 cm separated. The following information was provided by the initial reporter, translated from dutch to english: part comes loose

Manufacturer narrative:
Thirty-nine 2239es samples were received in a box for investigation; thirty-eight of the samples were received in sealed packaging within a box from lot ta240393. The remaining sample was received without packaging, and with some residual fluid present. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with the rotating collar of the male luer having separated from the rest of the set. Visual inspection of the sample received without packaging confirmed the customer's experience as the male luer rotating collar was separated from the luer. The collar was able to be pushed back onto the luer, however when connected to a female luer from stock, the male luer collar popped off again. Closer inspection of the luer did not identify any obvious sign of damage that could have contributed to the customer's experience. Six unused samples were examined and when connected to female luers from stock, the male luer rotating collar remained secured. Functional testing was performed by flushing with a bd 50ml plastipak syringe; no leakage was observed throughout testing. The details of this feedback were forwarded to the manufacturing site and the supplier of the male luer for investigation. They performed an extensive failure investigation in order to identify a potential source for the reported damage. It was identified that the loose male luer was due to a short shot during the molding process by the supplier. In this instance it appears the defective component was not identified and continued to subsequent assembly steps due to human error. A review of the production records for lot ta240393 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature; furthermore testing of retained samples from lot ta240393 did not replicate the customer's experience. The supplier of the male luer component as well as the quality team at the manufacturing site have been notified of this feedback in order to be aware of the feedback during future production of this component. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2239es product in the past 12 months.

Event description:
No additional information.